Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of fluid entry. Device was contaminated. The hanger assembly was broken and the upper case was broken and contaminated. The main printed circuit board (pcb), keypad, encoder assembly, encoder o-ring, four knobs, lower case, main seal, tube sleeve, tube, display, display frame, display frame gasket and four display grommets, insulator label, four display frame screws, four encoder nuts and six main pcb screws were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had fluid entry. The epg was returned for service. There was no patient involvement.